Event description:
A surgeon reported, his pt stated, he sees a long ray of light. The surgeon noted, the light seems to coincide with the pt's visual axis. A yag capsulotomy was performed in 2007. The pt's vision improved, however, he continues to experience "flare" at various angles.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no similar reports in the lot. Add'l info was requested by fax and mail on 12/13/2006. By phone on 12/22/2006, 01/02/2007, 01/08/2007, and 01/16/2007. A completed questionnaire was received on 02/01/2007.